Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have conductor wire insulation damage at the yaw pulley. Visual inspection found the internal wire to be exposed. The instrument grips were manually manipulated and passed the electrical continuity test on three out of three attempts. The instrument delivered energy on three of three attempts. Signs of arcing were observed. There were no signs of thermal damage. The root cause of this failure is attributed to a component failure. An additional observation, which was not reported by site, was also identified. The maryland bipolar forceps instrument was found to have a frayed grip cable at the distal end. A root cause of the reported failure was attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the maryland bipolar forceps (mbf) conductor wire insulation was stripped, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the instrument; however, the failure analysis has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A supplemental MDR will be submitted if any additional information is received. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the maryland bipolar forceps (mbf) instrument's conductor wire insulation was stripped. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.